Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 as part of the (B)(4) study. The patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. The procedure was completed successfully using this catheter. No issues were noted with the device. During this bronchoscopy procedure on (B)(6) 2012, a cursory evaluation of previously treated areas revealed, granulation tissue with an abnormal polyp-like lesion in the superior segmental bronchus (rb6) in the right lower lobe (area treated during the patient's first bronchial thermoplasty procedure on (B)(6) 2012. The lesion was biopsied and sent to pathology. The pathology report revealed necrosis and inflammation with hyphae suggesting aspergillus (refer to manufacturer report # 3005099803-2012-01901). The patient was prescribed voriconazole, 200mg, 1 tab bid po. The medication start date was (B)(6) 2012 and will continue for 28 days. On (B)(6) days post the third bt procedure, the patient experienced an event of hemoptysis. The patient experienced an episode of hemoptysis and went to the emergency room. She was coughing up significant amounts of blood, and was subsequently admitted into the intensive care unit (ICU) of the hospital later that day. A physical examination upon admission revealed a faint wheeze, but good air entry bilaterally. Additionally, the patient was afebrile and her head, neck, cardiovascular system and skin appeared normal. A chest radiograph was taken and deemed "unremarkable". In the physician's assessment the patient was in no distress, and the cough was reported as "settled". A bronchoscopy was performed to locate the bleeding source. The bleeding was determined to be from the right upper lobe (rul) in the posterior segmental bronchus (rb2). According to the bronchoscopist, observed was a "glistening pulsating mass" in rb2 that appeared to be an aneurysm. The patient was intubated and underwent a selective 2nd bronchial trunk (intercostal) coil embolization of the right bronchial artery to control the bleeding in the rul. Following the procedure, the patient was extubated and transferred to a room within the ICU where she remained stable overnight, with no signs of further active bleeding. There are no known sequelae for this event. The patient was discharged from the hospital on (B)(6) 2012. The physician noted that if the patient re-bleeds in the future, another coil embolization would be performed on this lung segment. In the meantime, the patient is reported to be doing well, and returned to work the following day. She did not experience any asthma aggravation during this event. On (B)(6) 2012, the patient returned to the hospital for a follow up visit, where she was found to be in good health with few symptoms. She complained of mild cough, but no dyspnea, and no hemoptysis. The patient felt that her asthma was under good control. A bronchoscopy at that time revealed that the inflammatory polyp in rb6 was completely gone. The physician noted that the patient had several areas of "necrotic appearing airway injury" in both of the upper lobes, the most prominent being in the rb2 segment. However, no vessel, aneurysm, bleeding, or mass was observed in any of her airways. A biopsy of an area of necrosis showed only necrotic tissue without inflammation or fungal elements. The physician has elected to continue the voriconazole treatment for an additional month, and to repeat a bronchoscopy in 8 to 10 weeks. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.35, fev1 % predicted: 69.73, fvc: 3.42, fvc % predicted: 78.98. Post-bronchodilator: fev1: 2.48, fev1 % predicted: 73.59, fvc: 3.67, fvc % predicted: 84.76.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 as part of the (B)(4) clinical study. The patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. The procedure was completed successfully using this catheter. No issues were noted with the device. During this bronchoscopy procedure on (B)(6) 2012, a cursory evaluation of previously treated areas revealed, granulation tissue with an abnormal polyp-like lesion in the superior segmental bronchus (rb6) in the right lower lobe (area treated during the patient's first bronchial thermoplasty procedure on (B)(6) 2012. The lesion was biopsied and sent to pathology. The pathology report revealed necrosis and inflammation with hyphae suggesting aspergillus (refer to manufacturer report # 3005099803-2012-01901). The patient was prescribed voriconazole, 200mg, 1 tab bid po. The medication start date was (B)(6) 2012 and will continue for 28 days. On (B)(6) 2012, thirty five days post the third bt procedure, the patient experienced an event of hemoptysis. The patient experienced an episode of hemoptysis and went to the emergency room. She was coughing up significant amounts of blood, and was subsequently admitted into the intensive care unit (ICU) of the hospital later that day. A physical examination upon admission revealed a faint wheeze, but good air entry bilaterally. Additionally, the patient was afebrile and her head, neck, cardiovascular system and skin appeared normal. A chest radiograph was taken and deemed "unremarkable." In the physician's assessment the patient was in no distress, and the cough was reported as "settled." A bronchoscopy was performed to locate the bleeding source. The bleeding was determined to be from the right upper lobe (rul) in the posterior segmental bronchus (rb2). According to the bronchoscopist, observed was a "glistening pulsating mass" in rb2 that appeared to be an aneurysm. The patient was intubated and underwent a selective 2nd bronchial trunk (intercostal) coil embolization of the right bronchial artery to control the bleeding in the rul. Following the procedure, the patient was extubated and transferred to a room within the ICU where she remained stable overnight, with no signs of further active bleeding. There are no known sequelae for this event. The patient was discharged from the hospital on (B)(6) 2012. The physician noted that if the patient re-bleeds in the future, another coil embolization would be performed on this lung segment. In the meantime, the patient is reported to be doing well, and returned to work the following day. She did not experience any asthma aggravation during this event. On (B)(6) 2012, the patient returned to the hospital for a follow up visit, where she was found to be in good health with few symptoms. She complained of mild cough, but no dyspnea, and no hemoptysis. The patient felt that her asthma was under good control. A bronchoscopy at that time revealed that the inflammatory polyp in rb6 was completely gone. The physician noted that the patient had several areas of "necrotic appearing airway injury" in both of the upper lobes, the most prominent being in the rb2 segment. However, no vessel, aneurysm, bleeding, or mass was observed in any of her airways. A biopsy of an area of necrosis showed only necrotic tissue without inflammation or fungal elements. The physician has elected to continue the voriconazole treatment for an additional month, and to repeat a bronchoscopy in 8 to 10 weeks. **additional information received on january 9, 2013** according to the complainant, the event of hemoptysis resolved on (B)(6) 2012. It was also reported that during a follow up appointment on (B)(6) 2013, the physician confirmed that the granulation tissue had completely healed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 as part of the (B)(4) study. The patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. The procedure was completed successfully using this catheter. No issues were noted with the device. During this bronchoscopy procedure on (B)(6) 2012, a cursory evaluation of previously treated areas revealed, granulation tissue with an abnormal polyp-like lesion in the superior segmental bronchus (rb6) in the right lower lobe (area treated during the patient's first bronchial thermoplasty procedure on (B)(6) 2012. The lesion was biopsied and sent to pathology. The pathology report revealed necrosis and inflammation with hyphae suggesting aspergillus (refer to manufacturer report # 3005099803-2012-01901). The patient was prescribed voriconazole, 200mg, 1 tab bid po. The medication start date was (B)(6) 2012 and will continue for 28 days. On (B)(6) 2012, thirty five days post the third bt procedure, the patient experienced an event of hemoptysis. The patient experienced an episode of hemoptysis and went to the emergency room. She was coughing up significant amounts of blood, and was subsequently admitted into the intensive care unit (ICU) of the hospital later that day. A physical examination upon admission revealed a faint wheeze, but good air entry bilaterally. Additionally, the patient was afebrile and her head, neck, cardiovascular system and skin appeared normal. A chest radiograph was taken and deemed "unremarkable". In the physician's assessment the patient was in no distress, and the cough was reported as "settled". A bronchoscopy was performed to locate the bleeding source. The bleeding was determined to be from the right upper lobe (rul) in the posterior segmental bronchus (rb2). According to the bronchoscopist, observed was a "glistening pulsating mass" in rb2 that appeared to be an aneurysm. The patient was intubated and underwent a selective 2nd bronchial trunk (intercostal) coil embolization of the right bronchial artery to control the bleeding in the rul. Following the procedure, the patient was extubated and transferred to a room within the ICU where she remained stable overnight, with no signs of further active bleeding. There are no known sequelae for this event. The patient was discharged from the hospital on (B)(6) 2012. The physician noted that if the patient re-bleeds in the future, another coil embolization would be performed on this lung segment. In the meantime, the patient is reported to be doing well, and returned to work the following day. She did not experience any asthma aggravation during this event. On (B)(6) 2012, the patient returned to the hospital for a follow up visit, where she was found to be in good health with few symptoms. She complained of mild cough, but no dyspnea, and no hemoptysis. The patient felt that her asthma was under good control. A bronchoscopy at that time revealed that the inflammatory polyp in rb6 was completely gone. The physician noted that the patient had several areas of "necrotic appearing airway injury" in both of the upper lobes, the most prominent being in the rb2 segment. However, no vessel, aneurysm, bleeding, or mass was observed in any of her airways. A biopsy of an area of necrosis showed only necrotic tissue without inflammation or fungal elements. The physician has elected to continue the voriconazole treatment for an additional month, and to repeat a bronchoscopy in 8 to 10 weeks. Additional information received on (B)(6) 2013. According to the complainant, the event of hemoptysis resolved on (B)(6) 2012. It was also reported that during a follow up appointment on (B)(6) 2013, the physician confirmed that the granulation tissue had completely healed. Additional information received on (B)(6) 2013 - on (B)(6) 2012, the patient experienced an event of asthma aggravated and was treated with a prednisone taper. On (B)(6) 2012, the event was considered to be resolved. According to the complainant, the event of asthma aggravated was deemed to be possibly related to the bt procedure as it took an extended period of time for the patient to regain control of her asthma post treatment.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6), 2012 as part of the (B)(4) study. The patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. The procedure was completed successfully using this catheter. No issues were noted with the device. During this bronchoscopy procedure on (B)(6), 2012, a cursory evaluation of previously treated areas revealed, granulation tissue with an abnormal polyp-like lesion in the superior segmental bronchus (rb6) in the right lower lobe (area treated during the patient's first bronchial thermoplasty procedure on (B)(6), 2012.) The lesion was biopsied and sent to pathology. The pathology report revealed necrosis and inflammation with hyphae suggesting aspergillus (refer to manufacturer report # 3005099803-2012-01901). The patient was prescribed voriconazole, 200mg, 1 tab bid po. The medication start date was (B)(6) 2012 and will continue for 28 days. On (B)(6), 2012, thirty five days post the third bt procedure, the patient experienced an event of hemoptysis. The patient experienced an episode of hemoptysis and went to the emergency room. She was coughing up significant amounts of blood, and was subsequently admitted into the intensive care unit (ICU) of the hospital later that day. A physical examination upon admission revealed a faint wheeze, but good air entry bilaterally. Additionally, the patient was afebrile and her head, neck, cardiovascular system and skin appeared normal. A chest radiograph was taken and deemed "unremarkable." In the physician's assessment the patient was in no distress, and the cough was reported as "settled". A bronchoscopy was performed to locate the bleeding source. The bleeding was determined to be from the right upper lobe (rul) in the posterior segmental bronchus (rb2). According to the bronchoscopist, observed was a "glistening pulsating mass" in rb2 that appeared to be an aneurysm. The patient was intubated and underwent a selective 2nd bronchial trunk (intercostal) coil embolization of the right bronchial artery to control the bleeding in the rul. Following the procedure, the patient was extubated and transferred to a room within the ICU where she remained stable overnight, with no signs of further active bleeding. There are no known sequelae for this event. The patient was discharged from the hospital on (B)(6), 2012. The physician noted that if the patient re-bleeds in the future, another coil embolization would be performed on this lung segment. In the meantime, the patient is reported to be doing well, and returned to work the following day. She did not experience any asthma aggravation during this event. On (B)(6), 2012, the patient returned to the hospital for a follow up visit, where she was found to be in good health with few symptoms. She complained of mild cough, but no dyspnea, and no hemoptysis. The patient felt that her asthma was under good control. A bronchoscopy at that time revealed that the inflammatory polyp in rb6 was completely gone. The physician noted that the patient had several areas of "necrotic appearing airway injury" in both of the upper lobes, the most prominent being in the rb2 segment. However, no vessel, aneurysm, bleeding, or mass was observed in any of her airways. A biopsy of an area of necrosis showed only necrotic tissue without inflammation or fungal elements. The physician has elected to continue the voriconazole treatment for an additional month, and to repeat a bronchoscopy in 8 to 10 weeks. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator fev1: 2.35, fev1 % predicted: 69.73, fvc: 3.42, fvc % predicted: 78.98, post-bronchodilator, fev1: 2.48, fev1 % predicted: 73.59, fvc: 3.67, fvc % predicted: 84.76.

Manufacturer narrative:
(B)(6). The device was not returned for investigation; therefore, a physical/functional product analysis could not be performed. A review of the device history record (DHR) confirmed that batch 052110-129 met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Hemoptysis is a known adverse event associated with the use of this device and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Manufacturer narrative:
(B)(4). Study (B)(4): post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma ((B)(4)).

Manufacturer narrative:
(B)(6). Study (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6). (B)(4).